Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented for a lead revision due to high, out of range high voltage lead impedance. The lead was explanted and replaced. Dft testing was unsuccessful with the new lead therefore it was not implanted and a previously implanted array used.